Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed blood glucose (bg) elevated when there are 40-50 units left in the cartridge. Bg was in the 250 mg/dl range with low to trace ketones. The customer reported that no alerts or alarms occurred.